Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump alarmed motor error. Customer stated that he is in the process to donate and upgrade his insulin pump. Nothing further reported.